Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that spinal cord stimulator (scs) was coming out of their back and their was a big lump on their spine since "a couple weeks ago", but the pt confirmed they noticed the lump in (B)(6) of 2022. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient reiterated the lump on their back and noted that it seems not to be working to the ability it has been working to, pain returning and pain now experiencing where they never have in their groan back and legs to their toes. The patient noted it hurts to speak and breathe. Patient reported the ins was coming out in back in areas that pain is coming. Patient stated they were supposed to send patient hcps in their area however have not received anything. Patient stated nothing has been done or scheduled. The patient reported that the implantable neurostimulator moved. It was repeated that both the implantable neurostimulator and lead were protruding/coming out/there was a big lump. The patient noted that they cannot sit, stand, or move her legs due to nerve damage. The nerve damage was caused when the implantable neurostimulator was implanted in (B)(6) 2019. The surgeon hit a nerve for their foot which caused nerve damage. The patient saw their physician on (B)(6) 2022. The physician plans on replacing the implantable neurostimulator because it is not working correctly. This was clarified to mean that they were feeling very little stimulation in their legs. They were in too much pain and need reprogramming. Also, the implantable neurostimulator is moving around in their back which was very painful for them. The patient cannot recall anything that may have led to the lead/implantable neurostimulator bulging out. The physician told the patient that it could be an anchor issue; however, this was speculation. The patient had x-rays which confirmed implantable neurostimulator movement. The patient was going to try and get assistance with accessing/switching over to their other programs because they don't remember how to do it. They want to see if the other programs will help. Surgery is not yet scheduled to resolve the issue; however, the patient is waiting to hear back from their health care professional about next steps.